Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of appendix on laparoscopic appendectomy, while transecting the appendix, the stapler did not fire. The surgeon was able to close the jaws on tissue and press the green button. The handle kicked out as it was supposed to however, when they squeezed the handle to fire, the device did not fire.. They used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of appendix on laparoscopic appendectomy, while transecting the appendix, the stapler did not fire. The surgeon was able to close the jaws on tissue and press the green button. The handle kicked out as it was supposed to however, when they squeezed the handle to fire, the device did not fire. There was no patient injury.